Event description:
Baxter received a report involving a 3ltr oxygen barrier 6 way that was reported to be leaking due to hole in the surface of the bag before patient use. A sample is available for evaluation and it has been requested from the customer. There was no patient involvement.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Visual inspection revealed a slit in the bag, confirming the reported problem. However an assignable cause could not be identified. A batch review was performed on the reported lot with no deviations found. (B)(4). One actual sample was received for evaluation. However, the sample receipt date is unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.